Manufacturer narrative:
The initial MDR 1219913-2021-00463 was filed on october 14, 2021 and MDR 1219913-2021-00463 supplemental 1 was filed on december 2, 2021. Additional information - december 10, 2021, service went on site and performed the following: alignment of the sample probe in relation to the outer ring and carrier. Predictive replacement of sample probe aspiration tubing replacement of the pressure sensor (rvc) of the reagent probe 3 that had crystallization. Alignment of rp1,2 and 3 in relation to the reagent compartment, outer ring and inner ring. Cleaning of washing stations. Replacement of suction pipes. Complete prime of all lines without bubbles. Autocheck complete ok. Investigation conclusion an outside the united states customer reported two falsely elevated non-reproducible patient results on the atellica im total hcg (thcg) assay. Both samples were initially high and when repeated on a second system the results were <2.0 miu/ml as clinically expected. Quality control was acceptable on the day of this event. Review of autocheck data showed that atellica im # im00293 was healthy at the time of this event. Siemens reviewed the sample and reagent trace files for both discordant samples. The review did not identify any sample or reagent aspiration issues with either sample ID. Siemens cannot definitively determine the cause of these two discordant results. Contributing factors such as sample handling and/or preanalytical variables cannot be ruled out. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. Repeat of the same samples yielded expected results. Based on the results of the investigation, return of the patient samples is not warranted. A potential product issue has not been identified. No further action is needed.

Manufacturer narrative:
MDR 1219913-2021-00463 was filed on (B)(6), 2021. Additional information - december 1, 2021. The outside the united states customer observed two falsely elevated non-reproducible patient results on the atellica im total hcg (thcg) assay. Both samples were initially high and when repeated on a second system the results were <2.0 miu/ml as clinically expected. Quality control was acceptable on the day of this event. Service was not dispatched for this issue. Review of autocheck data showed that atellica im # (B)(4) was healthy at the time of this event. Siemens reviewed the sample and reagent trace files for both discordant samples. The review did not identify any sample or reagent aspiration issues with either sample ID. Siemens cannot definitively determine the cause of these two discordant results. Contributing factors such as sample handling and/or preanalytical variables cannot be ruled out. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. Repeat of the same samples yielded expected results. Based on the results of the investigation, return of the patient samples is not warranted. A potential product issue has not been identified. In section h6, investigation findings, and investigation conclusion codes were updated based on the investigation results.

Event description:
The customer observed discordant elevated results with atellica im analyzer total human chorionic gonadotropin (thcg) on two samples from different patients compared to repeat testing with a different readypack (reagent pack) and a different atellica im analyzer. The physician has questioned the results. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant, elevated thcg results.

Manufacturer narrative:
An outside the us customer observed discordant elevated results with atellica im analyzer total human chorionic gonadotropin (thcg) on two samples from different patients compared to repeat testing with a different readypack (reagent pack) and a different atellica im analyzer. All other samples tested with readypack p02932909020597 were repeated and no other discordant results were observed. Quality control (qc) was acceptable when the issue occurred. Siemens reviewed log files and observed that the system was healthy at the time of the event. No sample or reagent aspiration issues were observed. Siemens is investigating. The limitations section of the instructions for use (IFU) states the following: "all in vitro assays can generate erroneous results, both clinically false positive results (test results suggesting a condition that is absent) and clinically false negative results (test results failing to identify a condition that is present). There are many possible causes for these types of discordant results. Erroneous results may occur due to interference from identifiable serum constituents or patient-specific serum constituents." "If an aberrant or abnormal result, as defined by the laboratory protocol, occurs, laboratory personnel should first make certain that the system is performing and is operated and maintained in accordance with the product labeling. The user should then follow the laboratory protocol for advising the clinician of a result that appears to have deviated from the norms established by the laboratory. Test results alone are not diagnoses of medical conditions. For example, low titer elevations of hcg can occur in normal non-pregnant subjects. A physician's diagnosis involves evaluation of the test result in conjunction with, and in the context of, the patient's medical history, physical examination, and other test results sometimes in consultation with other medical experts."